Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. The date of the event is an approximation. The patient reported experiencing inaccuracies with her device but was unable to provide specific dates or further details due to being at a doctor¿s appointment at the time of contact. She did mention one incident where she felt weakness and dizziness, prompting her to call 911. Emergency medical technicians (emts) responded and provided assistance. When asked for additional information regarding the event, the patient declined to share further details. No other details were documented, and multiple attempts to contact the reporter were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).